Manufacturer narrative:
Event date.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they did not resume insulin delivery when they should have which led to an elevated blood glucose (bg) level of 600 mg/dl to "high". Customer went to the emergency room via ambulance on (B)(6) 2025 and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 8 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they did not resume insulin delivery when they should have which led to an elevated blood glucose (bg) level of 600 mg/dl to "high". Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 8 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.